Manufacturer narrative:
It was reported that the catheter was inserted prior to a spine fusion and when the patient was turned over from the prone position post-op, the catheter fell out. It is unknown if the catheter was replaced. It is unknown if the balloon deflated or burst. The balloon integrity was not tested prior to use. No patient injury resulted. The sample has not been returned for evaluation. A root cause has not been determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the catheter fell out when the patient was turned after a procedure.